Event description:
It was reported that during a breast biopsy, green and blue holster error codes were displayed. Another holster was used to finish the biopsy. There were no pt consequences reported.

Manufacturer narrative:
Info not provided. Conclusions: equipment not returned for service.